Event description:
It was reported that when using the bd pyxis¿ es server, had no information in the report module of the server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. E.1 initial reporter facility: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, had no information in the report module of the server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d concomitant med prod data upon investigation of the actual device of this incident, it was determined that the database and backups were corrupted, leading to unrecoverable data loss. A technical support specialist (tss) isolated the dsserveroltp database and executed repair steps, including dbcc checkdb, setting single-user mode, repairing corruption, rebuilding indexes, and verifying integrity. The tss restarted all services successfully, and etl was completed. Despite this, the customer had experienced multiple corruption events since 2021. The tss analyzed dbcc errors and found buffer I/o issues, suggesting possible hard drive or memory faults. The tss recommended that the hospital it team perform disk and memory checks and review hardware health, sql configuration, and monitoring practices to prevent recurrence. A checklist was provided covering hardware and storage health, I/o subsystem, sql configuration, memory and cpu, third-party interference, operational practices, monitoring, and recovery strategy. The system functioned as intended after the technical support specialist troubleshot the device.